Event description:
Supplemental report is being submitted due to the completion of the investigation on 30-may-2023.

Manufacturer narrative:
Device evaluation the 1x evo-fc-10-11-8-b device of lot number c1990019 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. This complaint was raised to capture device being unable to deploy the stent after a ¿crack¿ noise was heard during actuation. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 16th feb 2023. On evaluation of the device the following was observed: visual inspection: safety wire is unlocked and in place. Red marker is at 10th dimple. Stent is partially deployed. No damage visible on handle. Functional inspection: handle actuating fine for deployment and re-capture. Safety wire removed with no issues. Stent able to be fully deployed. Document review prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. IFU & label review it should be noted that the IFU (ifu0062), states the following under the ¿equipment required¿ section: ¿stent and delivery system, .035-inch wire guide, fusion wire lock¿. There is evidence to suggest that the customer did not follow the instructions for use as a 0.025 inch sized wire guide was used with the device. Engineering confirmed the use of the incorrect sized wire guide had no effect on the deployment issues initially reported therefore the user error occurrence will be captured under a separate complaint file. Image review an image was not returned for evaluation. Root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to patient anatomy as the device when returned for evaluation functioned as intended. It is possible that during deployment tortuous path may have caused a build-up of pressure on the introducer causing stent deployment difficulties. Summary according to the initial reporter, the evo-fc-10-11-8-b there was a cracking sound in the pistol handle while deploying the stent. It made further deployment impossible. The patient required an additional procedure to place a separate stent which succeeded. Confirmed quantity of 1 device. Confirmed used. According to the initial reporter, the patient did not experience any adverse events due to this occurrence. Investigation findings concluded a definitive root cause could not be determined. Possible root cause could be attributed potentially to patient anatomy as the device when returned for evaluation functioned as intended. It is possible that during deployment tortuous path may have caused a build-up of pressure on the introducer causing stent deployment difficulties. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the lab evaluation on 16feb2023.

Manufacturer narrative:
Device evaluation the 1x evo-fc-10-11-8-b device of lot number c1990019 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. This complaint was raised to capture device being unable to deploy the stent after a ¿crack¿ noise was heard during actuation. An additional complaint ((B)(4)) was raised to capture the use of a non-recommended sized wire guide with the device. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 16th feb 2023. On evaluation of the device the following was observed: visual inspection: safety wire is unlocked and in place. Red marker is at 10th dimple. Stent is partially deployed. No damage visible on handle. Functional inspection: handle actuating fine for deployment and re-capture. Safety wire removed with no issues. Stent able to be fully deployed. Document review prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. IFU & label review it should be noted that the IFU (ifu0062), states the following under the ¿equipment required¿ section: ¿stent and delivery system, .035-inch wire guide, fusion wire lock¿. There is evidence to suggest that the customer did not follow the instructions for use as a 0.025 inch sized wire guide was used with the device. Engineering confirmed the use of the incorrect sized wire guide had no effect on the deployment issues initially reported therefore the user error occurrence will be captured under a separate complaint file ((B)(4)). Image review an image was not returned for evaluation. Root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to patient anatomy as the device when returned for evaluation functioned as intended. It is possible that during deployment tortuous path may have caused a build-up of pressure on the introducer causing stent deployment difficulties. Summary according to the initial reporter, the evo-fc-10-11-8-b there was a cracking sound in the pistol handle while deploying the stent. It made further deployment impossible. The patient required an additional procedure to place a separate stent which succeeded. Confirmed quantity of 1 device. Confirmed used. According to the initial reporter, the patient did not experience any adverse events due to this occurrence. Investigation findings concluded a definitive root cause could not be determined. Possible root cause could be attributed potentially to patient anatomy as the device when returned for evaluation functioned as intended. It is possible that during deployment tortuous path may have caused a build-up of pressure on the introducer causing stent deployment difficulties. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental correction report is being submitted following a review of this complaint file and an update to imdrf f code from f2301 to f26.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Product failing. Customer advise that it broke apart further information will be delivered. "As per cc form": there was a kind of crack in the pistol handle, while deploying the stent. This made further deployment impossible. ((B)(4)) user error: incorrect size wire guide used (0.025inch) ((B)(4)) patient outcome: a section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. Another stent placement, which succeeded. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: at what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal during stent placement. What endoscope type and channel size was used? Olympus - duodenoscope : 4,2 mm. What was the position of the elevator? Open. Details of the wire guide used (diameter, type, make)? 0,025 visiglide. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. Please advise the anatomical location of the intended target site. Proximal part of the biliary duct. How long was the stent in the patient by the time this complaint occurred? 30 seconds. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. If yes, how often was this completed? Did the patient require any additional procedures as a result of this event? Yes. What intervention (if any) was required? Another stent placement. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If yes, please specify what was observed and where on the device it was observed. Stricture information: what was the length and diameter of the stricture? 1 cm. Where was the stricture located in the body? Biliary duct. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? No. If yes, at what point? During deployment (1/3), there was a ¿crack¿-notice in the pistol handle, which apparently made further deployment impossible. Questions related to during stent placement did the product fail during stent deployment or recapture? Deployment. If other, please specify. Was the directional button pressed during use? Yes. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? Yes, the stent will be sent in. Questions related to during introducer withdrawal are images of the device or procedure available? No. Was final stent placement confirmed using endoscopy / fluoroscopy? Yes. If yes, what was used? Did the stent open sufficiently to allow withdrawal of introducer safely? No. Was the safety wire fully removed before removing the delivery system? No. Did any part of the product snag/get caught with the stent when removing the delivery system? No. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) what instrument was used for stent repositioning / removal? Forceps, snare, other. If other, please specify. Complete system was removed. Was resistance encountered during advancement and/or deployment? Yes if yes, please specify when this was felt? Advancement or deployment. How did the physician deal with this resistance? Used another stent. Was the lasso (suture) loop used during repositioning? No.